Event description:
This device is a 24-hour patient monitor. Normal procedure is for patient to come to hospital, be fitted with the device, then return to hospital 24 hours later. The patient is supposed to mark "events" with the monitor, such as pvcs, atrial fib, ventricular fibrillation. In this event, the monitor did not fail, but did not record all the information. Healthcare providers were not able to diagnose the events. Reporter does not have specific information on the patient, and does not know whether the patient was harmed as a result. Device was sent to manufacturer in 2002.

Event description:
Add'l info rec'd from MFR 4/17/2003: multitrak monitor/recorder. This monitor is of a different design than the digitrak. This monitor records up to 36 hrs and uses a cassette tape as the recording medium. The digitrak records using a "flash memory card", the user report states that the "monitor did not fail, but did not record all the info". The user report goes on to state that "healthcare providers were not able to diagnosis the events". No specific info is provided with respect to any negative outcome for the pt. The feedback philips received was related to the product repair process with no mention of pt involvement. The zmi complaint is related to the user report. Communication with the customer did not provide any further info as to any negative outcome. This monitor was repaired and returned to the customer. The recording head on the recorder was replaced. Wear out of the recording head is considered normal wear and tear. Indications of recording head wear will be excessively high noise/artifact or possibly loss of a channel. The head usually does not fail right away. It is a gradual degradation of the ECG signal, where the baseline signal gets noticeably noisier and noisier. The multitrak recorder operator's manual provides directions for testing signal integrity before actual pt hook-up and other troubleshooting steps should inadequate signals be noted.